Event description:
Customer reported an infusion of alteplase. The infusion was prepared using an empty 100 ml IV bag. The user programmed the pump with vtbi 100 ml and only added 50-55 ml of the solution to the bag. The user overrode the pump alarm (unspecified alarm) and started the infusion. The infusion completed in about 15 minutes when it should have lasted for 60 minutes. The patient became mentally unresponsive, required intubation and was transferred to the ICU. A CT scan was performed. In 2009, the patient woke up and two days later was extubated. The patient was eventually transferred out of the ICU and was discharged to home the next month. Family reported to facility the patient had returned to baseline. No further patient/event information was provided. Customer indicated facility determined the cause of the event was user programming. The pump has been placed back in use.

Manufacturer narrative:
The facility indicated the device will not be returned. Customer declined further assistance.